Manufacturer narrative:
In this case, the operator noticed a sulfuric smell coming from the vertex imaging room and they elected to power the system off until it was evaluated by a philips field service engineer (fse). The fse inspected the system and found the batteries had leaked in the atlas best power ut8k (8kva) uninterruptible power supply (ups). The leakage was contained within the ups cabinet. The fse confirmed that there was no visible evidence of smoke, fire, or flames as a result of the reported event at the customer site. There was no report of harm to a patient, operator, or bystander as a result of the damaged battery pack. The ups system was not provided or serviced by philips. The fse placed the ups into by-pass mode so the operator could use the system until the ups was replaced by the customer. During by-pass, the site lost power to the system twice over the weekend. Upon restoration of the power, there were iq issues on the detectors. Also, a vertex image artifact was observed: hex looking artifact near middle. These issues were resolved by replacing the +5v and -5v power supply and the patgb board and recalibrating the camera. The power supply voltages were tested and the incoming power supply was measured. Also, the power coming into the detectors were measured as well. This complaint addresses the burning smell and a subsequent complaint addresses the vertex image artifact that was observed. There were no bug report and/or log files because the system does not generate them. No parts were available for evaluation. The manufacture date of the batteries is unknown. It is likely that the batteries were installed when the system was installed in january, 2005. The customer site engineer department replaced the ups with another ups from a (cardio) system that was no longer in use at the customer site. The system is working fine. The fse was unable to determine the cause of the failure because the ups was not available for evaluation. The manufacturer of the atlas unit provided the following guidance: electrical hazards for the atlas unit and gantry: warning: to reduce the risk of electrical shock: do not open the atlas unit or gantry enclosures. Do not set objects containing liquids on the atlas unit or gantry. If a spill occurs where liquid enters the atlas unit or gantry, turn off the equipment, and then call your adac field service engineer. Do not disconnect power cords or cables to peripheral devices while the power is on to the atlas unit or gantry. Do not open the atlas unit, gantry, or table enclosures. Do not disconnect the atlas or gantry power cords or cables while the power is on to the atlas unit or gantry. CT engineering determined this event to be of acceptable risk. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury. Mitigations: the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa). Warning label for maximum load. Ups owner¿s manual states no user serviceable parts and requires no routine maintenance. Full system ups has temperature sensor monitoring the battery cabinet temperature. Ups comes with status notification (beep alarm for fault condition). Service documentation shall include preventative maintenance and inspection criteria. Philips service procedures shall recommend replacement of failed batteries in sets. Service and user documentation shall identify appropriate personal protective equipment (ppe) and neutralizing agents (ammonia or baking soda). Site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch unless it is certified as a medical grade device and/or approved with the CT system. Site planning document recommends that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f). No cause could be determined because the ups was not available for evaluation.

Event description:
In this case, the operator noticed a sulfuric smell coming from the vertex imaging room and they elected to power the system off until it was evaluated by a philips field service engineer (fse). A philips fse evaluated the system and found the batteries had leaked in the uninterruptible power supply (ups). The fse placed the ups into by-pass mode so the operator could use the system until the repairs were made. The philips field service engineer confirmed that there was no visible evidence of smoke, fire, or flames as a result of the reported event at the customer site. There was no report of harm to a patient, operator, or bystander as a result of the damaged battery pack.